Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: leukemia, generalized illness, and capsular contracture. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a black female patient underwent a breast reconstruction revision with two 620cc mentor memoryshape breast implants and experienced leukemia post-operatively. The patient stated that she believes that implanting the breast prosthesis caused her to have leukemia. Generalized illness symptoms including getting ¿really sick¿, sweats, losing weight, dry mouth, and kidney failure were also reported. In addition, it was mentioned that both patient¿s breasts were hard and had encapsulated. As a result, the patient underwent explantation on (B)(6) 2023 and replaced with a 500cc mentor smooth round moderate plus profile saline breast prostheses. This report is for the right-side device.